Event description:
The customer reported obtaining r flags on patient results obtained from the coulter lh 750 hematology analyzer. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The lh 750 instrument generated an r flag to alert the customer to review the results according to the laboratory's protocol. A beckman coulter field service engineer (fse) was dispatched to the customer's site and reported noticing a leak inside the instrument. The volume of the leak was not specified but the leak was contained within the instrument. The fse was wearing gloves at the time of the event and indicated that no one was injured or exposed to the leak.

Manufacturer narrative:
The beckman coulter field service engineer (fse) discovered that the sample line from the differential mixing chamber to the flow cell was loose at the fitting of the mixing chamber. The fse proceeded to replace the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to a loose sample line going to the flow cell at the fitting of the differential mixing chamber. (B)(4).